Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The IFU identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached unexpectedly in a catheter. The coil was withdrawn in its entirety along with the microcatheter. There was no reported patient injury or intervention.